Event description:
It was reported that the unspecified bd alaris¿ pump infusion set tubing was "pinched off" and couldn't be opened to prime. The following information was provided by the initial reporter: "when rn attempted to prime IV tubing, the tubing below the chamber was pinched off and unable to be opened. Tubing was defective." "Staff unable to prime tubing. The tubing below the chamber is pinched off and unable to be opened".

Manufacturer narrative:
Correction: the given material information could not be verified and has been updated to "unknown". The following fields have been updated: unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And the franklin lakes FDA registration number has been used for the manufacture report number. B.5. Describe event or problem: it was reported that the unspecified bd alaris¿ pump infusion set tubing was "pinched off" and couldn't be opened to prime. D.1. Medical device brand name: unspecified bd alaris¿ pump infusion set. D.3. Manufacturer: becton dickinson. D.4. Model#: unknown. D.4. Catalog#: unknown. D.4. Lot#: unknown. D.4. UDI #: unknown. G.5. PMA / 510(k)#: unknown. Investigation: h.6. Investigation summary: a complaint of the drip chamber being pinched was received from the customer. No product or photo was returned by the customer. The customer complaint of damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on lot number 20028691 because it could not be confirmed in our database (sap). The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Root cause analysis: the root cause of this failure was not identified as no product was returned. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Manufacturer narrative:
The reported catalog# 620-00078 was found in sap; however, no information could be retrieved on the corresponding manufacture and expiration dates for the provided batch# 20028691. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the y-body needleless pack was "pinched off" and couldn't be opened to prime. The following information was provided by the initial reporter: "when rn attempted to prime IV tubing, the tubing below the chamber was pinched off and unable to be opened. Tubing was defective." "Staff unable to prime tuving. The tubing below the chamber is pinched off and unable to be opened"

Event description:
It was reported that the y-body needleless pack was "pinched off" and couldn't be opened to prime. The following information was provided by the initial reporter: "when rn attempted to prime IV tubing, the tubing below the chamber was pinched off and unable to be opened. Tubing was defective." "Staff unable to prime tuving. The tubing below the chamber is pinched off and unable to be opened."

Manufacturer narrative:
The following fields were updated due to additional information: d4: model # 11607704. D4: catalog # 11607704; d4: medical device lot #: 20026391; d4: medical device expiration date: 02/19/2023; d10: device available for eval yes; d10: returned to manufacturer on: 10/21/2020; h4: device manufacture date: 02/19/2020. Investigation conclusion: a complaint of kinked tubing was received from the customer. A sample was returned for investigation and through visual inspection, the kink was confirmed. A device history record review for model 11607704 lot number 20026391 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19feb2020. There were no quality notifications issued for the failure mode reported by a customer. The root cause was determined to be error in the coiling and pouching process. This incident has been added to our database of reported incidents. H3 other text : see h10.